Event description:
It was reported that a patient underwent a ventral hernia repair procedure in 2009. The patient was taken back to surgery a second time for an evacuation due to bleeding. An allergic skin reaction occurred after the second surgery. The patient was treated with solu-cortef and remained on the ventilator. The size of mesh used was 25x30cm. The surgeon opines that the mesh did not cause the patient's symptoms, as the patient is allergic to latex.

Manufacturer narrative:
Date sent to the FDA: 10/12/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.